Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after she inserted a tampon she noticed half the applicator was missing and the string came out of the pledget leaving the tampon inside her vaginal cavity. She was able to manually remove the pledget and another piece of pledget. The following day she saw a nurse practitioner who performed a vaginal exam and did not find any pledget pieces or pieces of tampon applicator. Consumer did not receive any medical treatment and did not experience any adverse health effects.